Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (surgery for essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, discomfort, menorrhagia and dyspareunia had not resolved. The reporter considered discomfort, dyspareunia, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/chronic pelvic pain') and device breakage ('fragment of silver metallic material') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (surgery for essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, discomfort, menorrhagia and dyspareunia had not resolved and the device breakage outcome was unknown. The reporter considered device breakage, discomfort, dyspareunia, menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date of removal: (B)(6) 2016. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: chronic pelvic pain, heavy menstrual bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-mar-2021: mr received. Reporter information, patient medical history, event: device breakage, rcc added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/ chronic pelvic pain') and device breakage ('fragment of silver metallic material') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse"), menorrhagia ("heavy menstrual bleeding") and discomfort ("discomfort"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, menorrhagia and discomfort had not resolved and the device breakage outcome was unknown. The reporter considered device breakage, discomfort, dyspareunia, menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date of removal: (B)(6) 2016. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: chronic pelvic pain, heavy menstrual bleeding. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-mar-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (surgery for essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, discomfort, menorrhagia and dyspareunia had not resolved. The reporter considered discomfort, dyspareunia, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: pif received- case was upgraded from non-serious incident to serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.